Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the adt (admit, discharge & transfer) message was transmitted with an incorrect order. The technical support specialist informed customers that adt should sent message in correct order to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the ordered medication was dropping from the patient's medication list after a period of 24 hours. The customer reported that there was a delay on the medication dispensing process. There were no adverse events or injuries reported based on this incident.